Event description:
On (B)(6) 2013, the patient contacted animas sales to check on pump warranty. During that conversation, patient alleged that her blood glucose (bg) level had ¿bottomed out¿ four separate times, no values provided. She feels pump isn't delivering correct amount of insulin. Patient unwilling to speak to customer support for troubleshooting and no further information was provided. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemic incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: there was no data in the black box or download histories from the time of the reported blood glucose issue due to continued use. A rewind, load, and prime sequence was performed without issues. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Unrelated to the delivery issue, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.